Manufacturer narrative:
On 5/11/2021, biosense webster inc. Received additional information indicating the patient was male. The physician¿s opinion on the cause of this adverse event is that it was procedure related. The patient outcome is unknown. No surgical intervention was required, only pericardiocentesis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30457582m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cavotricuspid isthmus line (cti) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During cti ablation a steam pop occurred and after that cardiac tamponade occurred. This event occurred 2 and a half hours after the start of procedure. There was no product defect or complaint. The procedure was interrupted and completed. The patient required pericardiocentesis drainage which was performed in the catheter room and blood pressure recovered. The volume of fluid removed was not reported. The patient was taken to the operation room. The physician commented that a pop occurred during cti ablation with this product, resulting in cardiac tamponade. No additional information has been provided regarding module settings and parameters. No error messages were reported to be observed throughout the case. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.